Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated on and off (highest of 488 mg/dl) since (B)(6) 2016. Reportedly, the contact was unsure of the cause but stated that the customer had a bacterial infection from a stomach virus, which developed into an urinary tract infection on (B)(6) 2016, and the contact believes the infection is the cause of the elevated bg level. To address bg level, the customer used manual injections or deliver correction boluses with the pump. Review of the pump data logs by tandem technical support showed that the pump was functioning as intended. However, since (B)(6) 2016, the customer received an auto-off alarm which had been declared appropriately after 12 hours of inactivity. The logs show that the user immediately cleared the alarm and resumed insulin delivery successfully. Subsequently, when the insulin gauge decreased accurately due to insulin usage, a low insulin alert had been declared. The user changed the cartridge and resumed insulin delivery. Additionally, the logs showed an incomplete bolus alert which had been declared appropriately after the user did not exit out of the bolus menu within 90 seconds, which was then cleared. The contact acknowledged the information.